Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient coded and then expired and not all the alarms were displayed at the information center ix overview.

Manufacturer narrative:
The customer contacted the customer care solutions center (ccsc) for remote assistance. It was then noted that yellow and red alarms were found in the audit log for bed 867 on the primary surveillance but on the 2n surv1 device, only one asystole alarm was shown in alarm review for 2 hours. The solutions center used a review of the clinical and system audit log remotely to determine that the patient had been assigned and was overviewed on the 2nsurv1 for approximately 2 hours on (B)(6) 2016 between 16:46 and 18:28 when the bed was cleared. A clinician had assigned to bed for the 2 hour period of time and had then discharged and cleared the bed. Any alarms before that would not show in alarm review if staff checked afterwards. : the customer received information from the solutions center regarding the fact that a discharge action was taken which was done prior to the time the customer was looking for the data. The customer was instructed how to readmit to retrieve history. The customer called later to request disabling of the ability to overview on other units. The 2n unit did not want to be able to view other patients on their display as this had created some confusion for them. The device remains in use. No malfunction occurred. The customer had a patient who had coded and expired. The customer did not allege that the device was a factor in the death of the patient but found that alarm data was stored on one unit but for the same patient on another unit, only one alarm was found. It was determined that on the other unit, a staff member had assigned the patient as an overviewed bed for a 2 hour timeframe and then had discharged and cleared the bed which cleared prior alarm related data from the history. No malfunction occurred; this was a use related issue.